Event description:
During the device evaluation, the electrosurgical generator exhibited error message e433 displayed, due to the high voltage power supply board failure. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: electrical component failure, due to a defective high voltage power supply (hvps) board. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.